Event description:
The customer reported that the system would not boot up and buzzes when plugged in. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reloaded the software and the configuration files. The system was tested and found to be working as intended and put back in svc.